Manufacturer narrative:
The customer returned the suspected contour next ez meter, contour next test strips and contour next control solution from lot # 0bv2g64 for evaluation. Since the returned control solution expired in apr-2022, the returned meter and test strips were tested with the in-house contour next control solution from lot # 1bv2g78, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control results.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a control test on his contour next ez meter and obtained a reading of 139 mg/dl at 7:21 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.